Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported that they received an air detected in cassette alarm during dwell 3 of 4 of treatment. A leak was found from the patient line or patient line connector (exact location unknown) subsequent to receiving the alarm. Fluid did not come in contact with the cycler. Upon follow-up, the peritoneal dialysis registered nurse (pdrn) confirmed that the patient did not develop any symptoms, injury, adverse event, or medical intervention as a result of the reported event. The pdrn stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, but stated the patient did not complete treatment until the next day. The pdrn confirmed that the cassette was discarded and not available to be returned to the manufacturer for physical evaluation.